Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection did not provide enough evidence to verify the reported condition. A retained sample was visually inspected, leak tested, and functionally tested without noting any issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented pacilitaxel set was leaking from the air vent of the spike during priming. There was no patient involvement. No additional information is available.